Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B) (6) 2010. Subsequent to the procedure on (B) (6) 2010, the patient developed symptoms of a fever, chills, body aches and was taken to the emergency room and diagnosed with e. Coli sepsis; however, even with this diagnosis, her white blood count was never elevated ( white blood count was around 10,000). Clinical follow up information revealed the patient had a pre-existing condition of graves disease, pretreatment protocol was a combination of vicodin, ibuprofen, ativan, toradol & atropine and the graves disease was treated pre-procedure with radioiodine therapy and she was euthyroid. The patient was discharged on (B) (6) 2010 and is reported to be "feeling 100% better".

Event description:
Hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6), 2010. Subsequent to the procedure on (B)(6), 2010, the patient developed symptoms of a fever, chills, body aches and was taken to the emergency room and diagnosed with e. Coli sepsis, however, even with this diagnosis, her white blood count was never elevated (white blood count was around 10,000). Clinical follow up information revealed the patient had a pre-existing condition of graves disease, pretreatment protocol was a combination of vicodin, ibuprofen, ativan, toradol & atropine and the graves disease was treated pre-procedure with radioiodine therapy and she was euthyroid. The patient was discharged on (B)(6), 2010 and is reported to be "feeling 100% better".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Follow up information was received on (B)(6), 2010 stating that there was nothing unusual about the patient's cervix and the system functioned as intended by generating fluid loss alarms during the procedure.